Event description:
It was reported the video system center had a power switch that does not respond (power turned off) when pressed, during set-up for use/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: converter power switch failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power switch operation failure due to converter power switch failure. It is assumed that the failure of the converter power switch caused the power switch to not operate properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.